Event description:
The customer reported on 12/15/98 a diagnostic cardiac catheterization was performed. The pt was obese and has a strong hacking cough. Hemostasis was achieved using vasoseal and 5 mins of non-occlusive pressure. Approx 2 hrs later during an episode of coughing the pt developed a hematoma below the puncture site. Pressure held for 20 mins and pt given add'l 4 hrs of bed rest. On 12/16/98 an audible bruit was auscultated over the right groin and a pseudoaneurysm was diagnosed per ultrasonography. Ultrasound guided compression was used on 12/17/98 and the pseudoaneurysmal flow was obliterated.